Event description:
It was reported that the implantable neurostimulator (ins) on the patient¿s right side got infected ¿so they had to put it on the left side¿. The patient was unsure when this had occurred. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger. (B)(4).